Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 due to hyperglycemia and diabetes ketoacidosis. Customer had blood glucose level of 610 mg/dl. Current blood glucose level was 145 mg/dl. Customer treated hyperglycemia with intravenous insulin drip. It was unknown that auto mode feature was active or not at time of event. Customer was not assisted with troubleshooting. Insulin pump will not be returned for analysis.